Event description:
It was reported that the touchscreen was becoming unresponsive. Reportedly, the customer has to press button multiple times for the pump to respond. Customer's blood glucose level was not impacted.